Event description:
Reporter states that their county health dept uses temp teller thermometers for new mothers to use on their babies. Earlier this year one of the metal tips of the digital thermometers fell off into her hand, just before use. Unsure for what reasons this may have occurred, possibly the glue disintegrated. They currently have 9 of the same lot in their possession, but there ae at least 291 of these thermometers circulating in the community. The thermometers are approved for both oral & rectal use. Approximately 4 from the same lot have had the metal tip slide off. This could have an adverse outcome if swallowed by an infant. The 9 remaining thermometers are devoid of a lot # or serial #. Reporter is faxing a letter to their attorney in reference to this event to accompany report. The dept is recalling the thermometers on their own.